Event description:
It was reported that the side-firing fiber was observed to be "forward firing at 79,254 joules". No report of pt or end user injury.

Manufacturer narrative:
Device code refers to forward-firing of the side firing surgical fiber; a code request has been submitted.